Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed by review of radiographs. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Review of the available records indicate disassociation and migration of femoral screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left knee arthroplasty on an unknown date. Subsequently the patient has experienced loosening of a screw. No medical intervention has been reported to date. No further information is available at this time.